Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No ramping numbers on their own anomaly noted during testing. No moisture damage inside the insulin pump noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 118 mg/dl at the time of incident. The customer stated that the numbers were ramping on their own. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.